Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2019, device detected vf episode for what appears to be noise. No shocks delivered. Same thing occurred (B)(6). The patient was being closely monitored on home monitoring. No other trending data. Representative has not been able to recreate noise during isometrics. Patient receiving follow up today to further evaluate leads and discuss with physician the next steps. Device remains implanted.